Event description:
During an atrial fibrillation procedure, an air leak was noted. Following placement of the sheath into the patient and prior to inserting catheters and a transseptal needle, air was aspirated into the syringe that connects to the extension port of the sheath. Several aspirations were attempted but the air remained. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.